Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Information was previously reported in manufacturer's report # 6000032-2010-00853 regarding this patient. Any additional information received will be reported under this manufacturer's report number.

Event description:
It was reported that a deep brain stimulation (dbs) patient had an infection after having a dental ¿deep cleaning¿ conducted in 2009. The patient reportedly did not take antibiotics prior to having the cleaning. The leads were explanted. No further complications were reported. The patient was implanted for unknown symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient identification information provided. The patient was implanted for movement disorders.